Event description:
A report was received on 31 aug 2023 from a 53 year old male patient with a medical history including diabetes and end stage renal disease, who stated an unspecified amount of blood loss occurred due to an inadvertently unclamped bloodline during a home hemodialysis treatment without the caregiver present on (B)(6) 2023. Per the patient, he felt dizzy, passed out and subsequently received a unit of blood. Additional information was received on 01 sep 2023 from the home therapy nurse (htn), who stated the patient had his hemoglobin tested after the event and was sent to outpatient infusion services for a transfusion. The patient has since recovered without sequelae and resumed therapy with the nxstage system.

Manufacturer narrative:
A review of the device history record (DHR) was conducted which confirmed that the device met all quality criteria and manufacturing specifications prior to release. There was no indication of a device malfunction from the available information. The nxstage system one user guide outlines risks associated with performing hemodialysis therapy and warns all treatments must be administered under a physician's' prescription and must be performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician. UDI: (B)(4).